Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Reported conflicting sars result for 1 symptomatic consumer (10 days post onset of symptoms). The consumer communicated that they tested negative twice with another rapid antigen assay the day prior. They then tested positive with the cvs health at-home antigen assay 1 day later.